Event description:
It was reported that treatment was performed on a long lad lesion, which was mildly calcified. After implantation of two vision stents one in the proximal and one in the mid lad, an attempt was made to treat a distal lesion. The crosssail balloon was used to pre-dilate, which resulted in a dissection in the distal lad. After an unsuccessful attempt to cross was made with a stent, to treat the dissection, the distal vessel was left untreated.